Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, a 27mm watchman flx pro closure device was elected to be used. During the procedure while attempting to deploy a 31mm closure device there was a lot of forward pressure on the closure device that inverted a strut on deployment and it was determined that the closure device was too large for the appendage. There were 5 to 6 partial/full recaptures with the closure device, and eventually the decision was made to downsize to a 27mm closure device. Once the 27mm closure device was deployed, the position was still unacceptable, a partial recapture was performed, and the closure device was placed in a very favorable position. On the contrast injection it was noted that there was some contrast stain. The patient blood pressure remained stable the entire procedure. Position, anchor, size and seal (pass) criteria was met and the closure device was released. On transthoracic echocardiography (tte) examination it was determined there was an effusion larger than the existing effusion noted on the pre-echocardiography. Pericardiocentesis was performed to drain the fluid and 1200 ml of blood was pulled from the pericardium. The patient was sent to the intensive care unit (ICU) for monitoring. No new accumulation of fluid was observed overnight; the patient is fully recovered.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, a 27mm watchman flx pro closure device was elected to be used. During the procedure while attempting to deploy a 31mm closure device there was a lot of forward pressure on the closure device that inverted a strut on deployment and it was determined that the closure device was too large for the appendage. There were 5 to 6 partial/full recaptures with the closure device, and eventually the decision was made to downsize to a 27mm closure device. Once the 27mm closure device was deployed, the position was still unacceptable, a partial recapture was performed, and the closure device was placed in a very favorable position. On the contrast injection it was noted that there was some contrast stain. The patient blood pressure remained stable the entire procedure. Position, anchor, size and seal (pass) criteria was met and the closure device was released. On transthoracic echocardiography (tte) examination it was determined there was an effusion larger than the existing effusion noted on the pre-echocardiography. Pericardiocentesis was performed to drain the fluid and 1200 ml of blood was pulled from the pericardium. The patient was sent to the intensive care unit (ICU) for monitoring. No new accumulation of fluid was observed overnight; the patient is fully recovered. It was further reported that the patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, a 27mm watchman flx pro closure device was elected to be used. During the procedure while attempting to deploy a 31mm closure device there was a lot of forward pressure on the closure device that inverted a strut on deployment and it was determined that the closure device was too large for the appendage. There were 5 to 6 partial/full recaptures with the closure device, and eventually the decision was made to downsize to a 27mm closure device. Once the 27mm closure device was deployed, the position was still unacceptable, a partial recapture was performed, and the closure device was placed in a very favorable position. On the contrast injection it was noted that there was some contrast stain. The patient blood pressure remained stable the entire procedure. Position, anchor, size and seal (pass) criteria was met and the closure device was released. On transthoracic echocardiography (tte) examination it was determined there was an effusion larger than the existing effusion noted on the pre-echocardiography. Pericardiocentesis was performed to drain the fluid and 1200 ml of blood was pulled from the pericardium. The patient was sent to the intensive care unit (ICU) for monitoring. No new accumulation of fluid was observed overnight; the patient is fully recovered. It was further reported that the patient was discharged on (B)(6) 2026.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.